Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "may we speak to your physician and allergist in regards to this complaint? If yes, please provide contact information for physician and allergist. If possible, please provide allergist report/results." An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date.

Event description:
It was reported that post operation to a laparoscopic cholecystectomy, patient has experienced nausea and vomiting, along with indigestion and abdominal swelling with tenderness. Has improved slightly, but still has pain when pushing or pulling objects and lifting more than 10 pounds. Patient saw an allergist and is allergic to titanium. Clip composition info sent to patient and advised patient to follow up with physician regarding pain.

Manufacturer narrative:
(B)(4). Date sent: 2/29/2024. Additional information received. Patient allergist report attached.